Event description:
It was reported that the ilet device¿s touchscreen was cracked, rendering the screen unusable and resulting in trouble operating the device; the event occurred the same day it was reported, and the device had been synced prior to shutdown. Symptoms included no injury. Outcomes included no disruption requiring medical care and no hospitalization. Investigation included a review of the complaint details, device history review, and request for device return for evaluation. Investigation of this case revealed physical damage to the touchscreen consistent with a cracked or broken display. It was concluded that the event involved mechanical damage to the screen with loss of usability, and a replacement device was provided pending return of the original for evaluation.